Event description:
The absolute was unlocked, but the thumbwheel would not turn. Upon removal of the device the stent became stuck on the sheath and started to deploy. Therefore, the stent was deployed inside the sheath and it was removed from the patient's anatomy. Reportedly, there were no patient effects. No other information was available.